Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient or procedural involvement. Date of event: it is unknown when the reported malfunctions actually occurred; however, the issues were discovered during the investigation. A service and repair evaluation was attempted, the investigation of the complaint articles has shown that: lot number review: no service history review can be performed as part number 398.40 with lot number(s) 4827776/serial number (B)(4) is a lot/batch controlled item. Device history records was conducted. The report indicates that the: DHR review part number: 398.40. Synthes lot number: 4827776, supplier lot number: (B)(4), release to warehouse date: 26-aug-2004. Supplier: synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Subject device has been received and an service and repair evaluation and an investigation summary was performed. The investigation of the complaint articles has shown that:service and repair evaluation: part 9: reduction forceps with points narrow- ratchet 132mm [part 398.40; lot (B)(4) (mfg 26-aug-2004) the device was received with the distal points missing. The repair technician reported the tips/points of the forceps broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The evaluation was confirmed. Evaluation by cq shows that this device is part of the small fragment instrument and implant set. It is utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) per the service evaluation on 05/19/2016, it was reported that the tips/points of the forceps broke off. Per the investigation on 06/02/2016, it was confirmed that the device was received with the distal points missing. The broken portions were not received. The device was received with the distal points missing. The breaks appear smooth and cylindrical. Small indents were also observed on the distal jaws. The balance of the device is in functional condition. Thus, the complaint condition is confirmed but inconsistent with the reported condition and the device is broken; it is not ¿bent¿ as initially reported by the complainant. Replication of the complaint condition is not applicable as the device is already broken. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 while the reporter was doing inventory and basic maintenance at the facility in sterile processing; there were eleven devices from a large distractor set on consignment that were in need of repair or replacement. The complained parts consisted of the following non-repairable parts: (two) holding sleeves 105mm (stripped); (three) holding sleeves 55mm (stripped); (one) sharp hook¿small taper (bent tip); (one) long replacement shaft (doesn¿t hold on to the screw); and (one) long replacement shaft (screwdriver holder doesn¿t open and close around the screw). The service and repairable complained parts consist of : (one) reduction forceps with points narrow-ratchet 132mm (bent tip); (one) soft tissue retractor large extendible (nut on end broken); and (one) depth gauge for 2.0mm and 2.4mm screws with a (broken tip). There was no patient involvement and no procedure. This complaint involves eight devices, this part was added based on results from the service investigation. This report is for part (9) based on the findings from the service and repair evaluation. The part was initially reported as bent, upon further investigation, the part was deemed "broken" this is report 8 of 8 for (B)(4).